Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release while the patient just woke up. The site location was patient's buttocks. The infusion had been in use for 2 days and the infusions were stored in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.